Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing in the primary sensing vector. Technical services (ts) reviewed the episode and discussed there is suspected sense b node issue. It was recommended to review the system placement and integrity. Further recommendations were provided. The patient was seen in-clinic and troubleshooting was performed. The device was optimized and several maneuvers and postures showed adequate behavior on the secondary vector. As a result, the device was reprogrammed to the secondary vector and the patient will continue to be followed by latitude. The s-ICD system remains in service. No additional adverse patient effects were reported.